Manufacturer narrative:
(B)(4). Product surveillance (ps) spoke to the home patient (hp) regarding the incident. The hp said she did not notify the nurse because she did not see any need to. Ps advised the hp to contact the nurse when air is detected in the setup. The hp said she was resuming therapy using new supplies. The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc), during use during dwell 6 of 9. The home patient (hp) stated they were still connected to the hc. The hp stated the supply bag was empty, and there was solution in the heater bag only. The baxter technical service representative (tsr) asked the hp if any bag came undone. The hp stated no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off and on. The hc displayed se 2367. The tsr assisted the hp to turn the hc off and on. The hc went to press go to start. The hp would finish therapy with a manual bag. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation or batch review was performed.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.